Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30079598m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while placing the coronary sinus (cs) catheter in superior vena cava to test for phrenic nerve capture, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardium. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that the right atrial appendage perforation occurred with the biosense webster d/f bidirectional cs catheter. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with a baylis nrg1 transseptal needle. An agilis 71cm sheath was used during the procedure. Patient received anticoagulant (heparin) during the procedure with an activated clotting time (act) around 350 seconds. The catheter irrigation was set within normal flow rates for st d/f bidirectional ablation catheter. The thermocool® smart touch¿ bi-directional navigation catheter was close to the pentray at many times during the procedure and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter. The force visualization feature that was used was dashboard. The parameters for stability that were used with the visitag module included respiratory gating, 2.5 mm, 25%, 5sec, 5 grams of force. There was no additional filter used with the visitag. The color option that was used prospectively was time.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while placing the coronary sinus (cs) catheter in superior vena cava to test for phrenic nerve capture, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardium. No error messages were observed on any bwi equipment during the procedure. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Then, the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Temperature failure is detectable in production, however, the wires can break during the procedure due to the manipulation of the device. This failure does not represent any patient safety impact. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/13/2018.  The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.   Manufacturer's ref # (B)(4).